Event description:
The patient underwent compassionate implantation of the vagus nerve stimulator for treatment of status epilepticus. The device delivered stimulation for 8 days and was turned off. The patient passed away 6 months later. The immediate cause of death was the bilateral bronchopneumonia and sepsis.